Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device displayed a co2 calibration overdue message after co2 calibration that would not clear. There was no patient involvement.